Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was ¿some glue¿ found on the shaft of a bd precisionglide¿ needle before use. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
No samples or photos were received for evaluation at the manufacturing plant. Therefore, a quality engineer was unable to perform an investigation to verify the reported issue. However, there has been a documented issue with epoxy on needles and corrective actions have been taken to correct this issue. A device history record was performed on the reported batch and yielded zero defects regarding epoxy on needles found during production of this batch. DHR review: assembly batch 6244888 had 92 visual inspections performed on 5,000 parts with zero issues, rejections, or defects noted for epoxy splatters. Assembly batch 7178967 had 69 visual inspections performed on 3,600 parts with zero issues, rejections, or defects noted for epoxy splatters. One notification was written for assembly batch 6244888 for bent hubs. Product was stat. Sampled and accepted. The rack of needles fell against another rack coming in contact with uncured epoxy. (Most likely in view of the note in the DHR regarding a roll up.) A misassembled needle with uncured epoxy came into contact with the needles in question during assembly. Epoxy contaminated the caterpillar belts on the assembly line and transferred to the cannula. Here are the things we've done to improve epoxy splatters and dripovers: re-trained operators in regards to inspecting for epoxy dripovers and identify epoxy issues modified the line to prevent mis-assembled cannula from accumulating and causing epoxy on the caterpillar belts and other needles. Revised the visual instruction for epoxy application to assist the operators in adjusting the adhesive camera. The adhesive camera is used to assist the assembly associate with epoxy adjustments in regards to epoxy location. It is not used to disposition product. While these actions reduce the interaction required for the operator in regards to epoxy application, it is still dependent on the operator to continuously monitor the assembly process for epoxy issues. We will continue to provide coaching and feedback to them as we become aware of issues.